Event description:
It was reported that the user experienced hyperglycemia reaching 303 mg/dl after eating and announcing lunch and then decided to enter a second meal announcement about an hour later, after which glucose dropped to 62 mg/dl; the user then treated the low with food and glucose subsequently rose to about 200 mg/dl. Symptoms included hypoglycemia and hyperglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem related to using meal announcements to correct elevated blood glucose, and implicated the user interface as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.